Event description:
It was reported that during a colostomy reversal, the device has a plastic piece missing, believes it is the breakaway washer. The tissue was damaged and a second device was used. However, the stump was too low and the reversal could not be completed. The patient received a permanent colostomy.

Manufacturer narrative:
Information anticipated, but unavailable at this time.

Manufacturer narrative:
Tracking # (B)(4). Date sent: 03/19/2009. Evaluation summary: the analysis results found that the device arrived with the anvil missing, otherwise in good visual condition as the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.